Manufacturer narrative:
The ge healthcare service representative replaced the power supply to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported that the switching power supply failed during troubleshooting. There was no report of patient involvement.